Event description:
I was told by my dentist that I needed a bite splint created due to symptoms of tmd I had been experiencing. He took molds of my teeth and said he would have me back in 1 week to look at the molds and determine if I needed a splint. 1 week later I came back and he told me he had already sent my molds to the lab and that he would have the splint by the end of (B)(6). I went to my next appointment and was fitted with my first oral splint for tmd! I woke up the next morning with lock jaw so I went back to the dentist for another adjustment. It gave me lock jaw all weekend so I stopped using the device and went back to the dentist who didn't have any other answers for me. (B)(6) down the drain. Just to make things worse.